Manufacturer narrative:
The lens remains implanted and is not available for investigation. Additional information was requested, but not received. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that the haptic of a piggyback lens was out of the bag post-op. The surgeon repositioned the piggyback lens. Reportedly, patient will likely need yag. Additional information was requested, but not received.

Manufacturer narrative:
The lens remains implanted and is not available for investigation. Additional information was requested, but not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.